Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed since following the mitraclip procedure, posterior leaflet rupture was noted. The clip had detached from one leaflet and remained attached to another. It was reported that on (B)(6) 2017, the patient presented with posterior chordae rupture, posterior leaflet 1 (p1) cleft, and an enlarged atrium. One mitraclip was implanted in a patient with degenerative mitral regurgitation (dmr) grade 4, reducing the mr to grade 1-2. Following the procedure and that same day, an opening of one cleft in the posterior leaflet, a posterior leaflet rupture was noted. The clip detached from the posterior leaflet and remained attached to the anterior leaflet and some posterior leaflet tissue, a single leaflet device attachment (slda). The mr increased to grade 4+. Surgical treatment is a possibility in the future and the patient is in stable condition. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use (IFU), are known possible complications with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (posterior chordae rupture, a possible posterior leaflet cleft in the posterior leaflet 1 (p1) segment, and an enlarged atrium). The reported tissue damage and mr were due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.